Event description:
New information received stated that the recommended programming changes were completed by the clinic staff.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely for a scheduled follow up via merlin.net transmission. Upon reviewing the stored episode, it was discovered that the implantable cardiac monitor exhibited false episodes of pauses due to undersensing. It was noted that the max sensitivity was set too high to sense the r waves. It was also noted that it was necessary for the physician to implant the device parasternal in order to accommodate for the patient's breast implants. Programming changes were recommended. No patient symptoms were reported.